Event description:
It was reported that the tortuous and calcified lesion in the rca was pre-dilated. The vision stent delivery system did not pass through the lesion. Force was applied to move the device forward and back, but it was not successful and all of the devices were removed. When checking the devices under fluoroscopy, it was noticed that the stent had remained in the pt in the rca. The stent was attempted to be snared, but this was not successful. The procedure was completed by compressing the stent against the artery wall. The vision stent and the lesion were covered with two stents. No additional info was available.